Event description:
The customer reported that the ortho provue analyzer resulted a previously known sample containing anti-k as negative. The customer reviewed the processed gel card and visually confirmed the reaction in the microtube was negative. The sample reacted positive (1+) in manual gel test using the same lot of reagents. No erroneous test results were reported. False negative test results can lead to transfusion of incompatible blood.

Manufacturer narrative:
No definitive root cause was determined for the false negative results reported by the customer. The log and images reviewed by ocd second level support revealed that the analyzer correctly interpreted the pt's results as negative. The customer reported that they had performed add'l testing on the sample, and concluded that the sample has variability. The issue was sample related. This customer has not logged any similar complaints against this analyzer since this incident. (B) (4)